Event description:
This is report 2 of 4 of (B)(4). It was reported that during an unknown surgical procedure while using the saw blade device it was observed that the saw head was not working or did not work when installed. The user switched to another additional saw head device that came inside the equipment which worked correctly. It was further observed that two narrow saw blade devices and two wide saw blade devices did not cut because they were not sharp. The user used a narrow saw blade device that also came inside the equipment to resolve the issue and did have a good edge for cutting. However, there was still discomfort on the part of the specialist. The devices were used with a sagittal saw attachment device. Another device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.